Manufacturer narrative:
(B)(4). The sample was evaluated by a baxter technician. The cause of the missing slide clamp is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During evaluation it was discovered that the sample was missing a slide clamp. No additional information is available.